Manufacturer narrative:
The device was returned and an evaluation could not confirm any of the customer allegations. Additionally, it was noted the play of up/down knob was out of standard value due to wear of angle wire. The light guide (lg) lens was chipped. The distal end cover (c-cover) had a scratch. Bending section adhesive was worn out. The universal cord had buckling. The adhesive around the lg lens and objective lens was worn out. The investigation is ongoing and a supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the bending section cover of the colonovideoscope required replacement, the angulation required adjustment and e315 no image scope error was displayed during preparation for use for colonoscopy. The issue was detected by inserting the light guide connector into the tower. The procedure was completed with a different scope. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be confirmed, and therefore, no further presumption of cause could be established. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.